Manufacturer narrative:
The exact serial number is unknown as only the last four (4) digits was legible. However, this information is being requested and is currently pending. A field service engineer (fse) was dispatched to the customer site and the customer's allegation was confirmed. The fse replaced the caster using a caster the customer had previously purchased from olympus. Equipment repaired and verified according to original equipment manufacturer (OEM) instructions. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the caster of the workstation had broken off. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the caster of the workstation had broken off; however, the field service engineer corrected stating the castor of the workstation had a flat tire. Per the legal manufacturer, the flat tire has no potential to cause or contribute to death or serious injury if the malfunction were to recur. B5: updated with information from the field service engineer. Based on the legal manufacturers investigation, pictures provided from the field service engineer showed the tire on the castor damaged and split and confirmed it did not break off from the workstation. It was also confirmed that this was an original castor from when the workstation was manufactured. The instructions for use (IFU) advises "check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service." The device history record was unable to be reviewed for this device since the serial number was not legiable. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.

Event description:
The field service engineer confirmed the castor did not break off and only had a flat tire. It is unknown when the user found the flat tire. There was no injury and the workstation was repaired and put back in service.